Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this production order number have been received. Conclusion: as a result, of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported z9002 21.0 diopter intraocular lens (iol) model was cut out of the patient¿s ocular sinister (left eye) and an anterior chamber lens placed instead. Through follow up, customer account confirmed no iol product quality issue, no serious patient injury, and no suture(s) however, the incision was enlarged, and vitrectomy was performed. It was reported the same procedure completed successfully using backup lens with different model and/or diopter size. No additional information was provided to johnson & johnson surgical vision.